Manufacturer narrative:
The incident sample and additional information has been requested but to date has not been received. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported they have had multiple reports of 9416c tearing skin.